Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a blood leak occurred during a patient¿s hemodialysis (hd) treatment on a fresenius 2008t hd machine. The blood leak was reportedly caused by a defective blood pump rotor. The biomed stated that the plastic pin cover slides back and forth, and eventually cuts the blood tubing. Additional information was obtained through follow-up with the user facility¿s director of dialysis services. The director confirmed the initially reported details of the blood loss event. The event occurred approximately two hours into treatment. The machine alarmed with an air detection alarm. The patient was moved to another machine where they were able to complete their treatment. It was discovered that the blood pump rotor had unspecified damage and cut the bloodline, a b. Braun streamline. A visible cut was noted on the line. No damage was found on the bloodline prior to use. The blood pump rotor was confirmed to be manufactured by fresenius. There were reported to be 5,000 hours on the machine (and rotor) when this occurred. Not all of the patient¿s blood could be returned; estimated blood loss (ebl) was 200 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. Following the event, a new blood pump rotor was installed on the machine and the defective rotor was sent back for evaluation.

Manufacturer narrative:
Plant investigation: the blood pump rotor was returned for manufacturer evaluation. The visual inspection on the returned rotor found that one of the rear guide pins had a loose and deformed sleeve. There were no discrepancies with the other three guide pins and sleeves. The rotor was installed onto the blood pump module of a test machine. A two-hour patient test was performed using a fresenius combi set bloodline with water. The rotor did not damage the bloodline and there were no fluid leaks or alarms during testing. However, a clicking sound was encountered during testing due to the defective rear sleeve dislodging from the pin and rubbing against the rotor housing of the blood pump module. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the investigation, the reported complaint was able to be confirmed.

Event description:
A user facility biomedical technician (biomed) reported that a blood leak occurred during a patient¿s hemodialysis (hd) treatment on a fresenius 2008t hd machine. The blood leak was reportedly caused by a defective blood pump rotor. The biomed stated that the plastic pin cover slides back and forth, and eventually cuts the blood tubing. Additional information was obtained through follow-up with the user facility¿s director of dialysis services. The director confirmed the initially reported details of the blood loss event. The event occurred approximately two hours into treatment. The machine alarmed with an air detection alarm. The patient was moved to another machine where they were able to complete their treatment. It was discovered that the blood pump rotor had unspecified damage and cut the bloodline, a b. Braun streamline. A visible cut was noted on the line. No damage was found on the bloodline prior to use. The blood pump rotor was confirmed to be manufactured by fresenius. There were reported to be 5,000 hours on the machine (and rotor) when this occurred. Not all of the patient¿s blood could be returned; estimated blood loss (ebl) was 200 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. Following the event, a new blood pump rotor was installed on the machine and the defective rotor was sent back for evaluation.